Event description:
A report was received that a pt was not receiving adequate therapy and it was determined that some contacts on her lead were exhibiting high impedances. After multiple troubleshooting attempts failed, the physician decided to explant the lead. During the explant it was discovered that the lead was fractured. The pt was implanted with a new lead and is getting stimulation.